Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited failure to capture. The lead was not used and replaced. The patient was in stable condition throughout the procedure.